Event description:
It was reported a spectrum pump had constant downstream occlusion alarms. It was also reported there was no patient incident.

Manufacturer narrative:
Baxter received and evaluated the device. The reported symptom (constant downstream occlusion) was unable to be reproduced but was confirmed through review of the event history log. Evaluation found that the downstream sensor current reading was above specification due to a failed downstream sensor. The failed downstream sensor was replaced.